Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra) channel which appeared to be due to respiratory rate trend (rrt) oversensing. There was also noise and oversensing on the right ventricular (rv) and shock channels. The patient had a ventricular arrhythmia for which they received a shock. The shock converted the arrhythmia; however, another arrhythmia resumed with a poor signal/morphology and the device exhibited some undersensing. This was coincidental to the ra noise. There were no reported out of range impedance measurements. Technical services (ts) discussed troubleshooting and programming options. It was later noted that the patient passed away. The physician did not believe the device caused or contributed to the patient death.